Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely elevated results while using architect ca 19-9xr reagents. The following data was provided. Tested (B)(6) 2018 106 u/ml tested (B)(6) 2018 29 u/ml the patient had been diagnosed with diabetes. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and the evaluation indicated that the patient median result for the complaint lot was within the established limits. Performance was comparable to other lots in the field from february 25, 2018 to august 25, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.